Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Device was not returned to manufacturing facility.

Event description:
Case ID: (B)(6). Case status: open. Summary: med systems iii failing pressure calibration. Case notes: problem description: on (B)(6) 2018, 14:38:07, by (B)(6). Customer called due to channels a and b failing the pressure calibration test. Customer stated they cleaned the sensors and usually that corrects the issue. However not channels a, b, and c are failing. Recommended the customer replace the pressure transducer cover tape. If that does not correct the issue then next step is to replace the pressure transducers. If replacing tape does not clear fault, I recommended sending in for repair. No patient involvement. Serial number: (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4).